Event description:
A pt had just had a cardiac interventional examination on the innova cardiac system. Directly after the examination was concluded reportedly the pt was moved to, or was asked to remove to the trolley adjacent to omega IV cardiac table by the x-ray staff present. During the transfer from table to trolley the pt pushed on the side of the omega table either due to being off-balance or to move onto the trolly. Their push on the side of the table overcame the electro-magnetic brake pressure and reportedly the table moved away from the pt and the trolley. The pt fell between the table and the trolley. Some point subsequent to the fall the pt died. It is not clear at the time of the incident whether the death was caused by the fall, or whether being off-balance and the heavy push to the table side was a symptom of some pt problem, or whether the pt's alleged agitation while on the table prior to getting on the trolley was a symptom of some preexisting pt condition that resulted in death. Subsequent communications with the mhra have indicated that cause of death was not attributed to the device. The incident was investigated at the site. It was found that the breakaway force on the table in question was less than intended.